Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed one opening in device on the radius side assessed as fold flaw opening (tear) opening. And missing piece of shell assessed as inconclusive. Additional observations. No penetrating nick (stress marks) observed on the device.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.